Event description:
It was reported that, "after trial reduction the surgeon requested an 11mm small insert, a/p lipped (6642-1-611). The insert would not snap onto the baseplate after numerous times, we had a set of duracon duration condylar inserts and doctor agreed to try an 11mm small (6642-1-111). It secured to the baseplate after one try."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.